Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via solutions tracker that the sensor glucose and blood glucose were very different. Customer was hospitalized for low blood glucose of 31 mg/dl. Customer will not be returning the device for analysis.